Manufacturer narrative:
(B)(4). The patient was reported to be in their (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis or whether the patient was hospitalized for the event was unknown. On an unreported date, the patient began unspecified antibiotic treatment for the peritonitis (dose, frequency and route not reported). On an unreported date, the peritonitis was resolved, the patient was recovered from the event and pd therapy was restarted (no further detail was provided). No additional information is available.